Event description:
The carto map shifted. At the end of the procedure, the catheter position on the map was figgerent from the actual position of the catheter. There was no error message to indicate that the pt had moved during the procedure. There was no injury to the pt.